Manufacturer narrative:
This report is submitted on july 10, 2020.

Event description:
Per the clinic, it was reported that the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with a new cochlear baha implant on (B)(6) 2020.